Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt has been unable to turn up the stimulation on her scs system. Diagnostic testing revealed multiple invalid contacts. Pt experiences sharp pain and ineffective stimulation when therapy is delivered through the valid contacts. Additionally, x-rays identified the leads were flipped. At this time, surgical intervention may be planned pending the pt's consent.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.